Event description:
It was reported that the customer seek medical treatment due to low blood glucose. It was mentioned that the customer has sinus cancer. Troubleshooting was performed. The programming was correct, but it was found that the time was off by two hours. It was stated that the reservoir was showing the same amount of insulin as shown on the status screen. Found that the customer was being treated for his cancer and was having radiation therapy. Advised the caller that the insulin pump should not be exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.